Event description:
The affiliate reported a customer who experienced a "burn" on their fingers. The customer reported that the contact site had white discoloration and a burning sensation. The customer ran the site under running, saw a doctor, and was prescribed gentamicin ointment. The affiliate sent field svc to assess the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. Svc found the unit to be working to specifications, the vaporizer plate was in place.